Event description:
It was reported that: "during the first knee of a bilateral total knee replacement the implants were verified with surgeon. It was noted the outer packaging of the #6 universal base plate was previously opened. The sterile inner pack was laying in the opened outer pack. The surgeon was informed and shown the pack. Warehouse was called to request another #6 universal base plate. None were available. Dr. (B)(6) was informed of his options; told that none were available in stock and the closest replacement was 1.5 hours away. He questioned the appearance of the top of the #6 universal base plate inner pack. It was discussed and a decision was made to open the sterile inner pack to field."

Manufacturer narrative:
The reported device was implanted, however, packaging components will be returned to the manufacturer. When completed, the evaluation summary will be submitted in a supplemental report.